Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the footswitch was intermittently locking in the on position. They were able to manually release the pedal by pushing the blue switch. The procedure was completed using the foot pedal without any complications to the patient.